Event description:
This is a report of a patient who experienced a leak during therapy for peritoneal dialysis. It was reported that the patient was confused due to an anesthetic reaction. As a result the patient disconnected during therapy and drained on the floor. The patient line was cleaned with iodine and the patient was reconnected to continue therapy. The technical service representative had the caregiver end therapy and advised them to notify the registered nurse of the events. The patient planned to complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.